Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2019. (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected therapy time was 24 hours; however, after 32 hours "20-30mls" remained in the pump. The device had been filled with 8g flucloxacillin plus citrate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: the actual device was received for evaluation containing 69ml of fluid in their bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.